Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. The customer reported that the water valve is not suctioning water through the channel involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The event was observed in the operating room prior to use. There was no report of serious injury, delay in procedure or required medical intervention. The customer owned endoscope was received by pentax medical for evaluation on 30-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint but did documented the following inspection findings: air/ water socket o-ring chipped, passed wet leak test, passed dry leak test. The endoscope was repaired and approved by final qc on 07-oct-2021 and was delivered to the customer under delivery order (B)(4). Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 11-oct-2021, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 30-nov-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 30-nov-2016.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.